Manufacturer narrative:
Alleged failure: cib jeff bio med.. Internal leak...po# (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as there were no issues or discrepancies observed during the testing of the insufflator. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the insufflator would not hold pressure during a procedure.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insufflator would not hold pressure during a procedure.